Event description:
The patient was seen the prior week by a manufacturer¿s representative. It was reported that his legs started jumping every once in a while and they had not done that with his previous pumps. The patient¿s managing physician had increased his pump twice, each time by 5%, but the problem has occurred 4 times since (B)(6) of this year. The pump was increased by 10% the prior week and the patient seemed calmer because of it. The plan was to give the new rate a month or so and if the problem persists to then have the pump replaced. The pump was used to infuse lioresal.

Event description:
The results of the catheter dye study and exploratory surgery were not reported, nor were additional interventions, outcomes, or a cause. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from the consumer indicating that the patient has cp (cerebral palsy) and has been nonverbal since birth; a preexisting condition to the pump. The patient medical history was noted as scoliosis since 2001. The patient reportedly got implanted with the last pump ((B)(6) 2014), and has been having problems with it, from implant to current. The issues first began the day after implant; specifically, the patient was having issues with legs, tremors, getting real stiff, the legs jump, he could not keep still, and the patient gets to a point where they just stay stiff. Itching (mostly in kidney area) and intermittent sweating episodes, and all kinds of stuff also occurred. The patient can be just fine and then all of a sudden, the symptoms appear. The consumer further reported that these episodes usually started when the patient was in a sitting position. When trying to put the patient into a laying down position, back in 2014, the patient could not get comfortable as he was all over the bed. Since the pump was put in on (B)(6) 2014, the patient has been irritable (not every day) and they have had to change the medication. It was also reported that since (B)(6) 2014 the patient started having anxiety where he can not handle things, and a lot of times the anxiety occurs the day after the patient has a spell with his legs. The patient was going to see a psychiatrist on (B)(6) 2016; and they wanted to change the patient's medications. In (B)(6) of 2014 the healthcare provider (hcp) did a dye study and an exploratory surgery, to check the pump tubing and see if the catheter was kinked; however, the results were not reported. After switching to a new hcp in (B)(6) of 2015, they thought the hcp got the dosing right, as the issue with the legs, the jumping, itching, and sweating had not occurred since (B)(6) of 2015. However, as of (B)(6) 2016, the issue had returned. The consumer reported that the patient receives oral baclofen and after a little bit it stops. This made the consumer wonder if there is something going on with the catheter or the pump. Since the implant, the patient also reportedly crawls out of bed and falls from time to time, but the consumer indicated that there is a 4 inch padded mat on the floor and that they were trying to get him to stop. The consumer reported speaking to a company representative back in 2014; however, it was unclear what was discussed in these conversations. It was later noted that if there was a pump issue, that it would show in the logs. However, there was no indication whether the logs were checked or not. The consumer also noted that she reportedly documents all the details to report to the state, when necessary, as they do foster care. The consumer was reading books and reading online, and did not want anything bad to happen. The patient's current pump medication baclofen had a daily dose of 308.1 mcg/day and a basal rate of 18.1 mcg/hour. The patient reportedly goes back for pump refill in the latter part of (B)(6) 2016.

Event description:
It was reported that since a pump replacement that occurred on (B)(6) 2014, the patient had off and on symptoms such as legs jumping, tightness, itching, headaches, stomach issues and a change in therapy effect. The legs would jump up when he was just sitting in his wheelchair or lying in bed. On (B)(6) 2015 the itching was so bad in the groin and kidney area they had to leave the store they were in. The patient was given oral baclofen and an ibuprofen which made the itching not so bad. The patient¿s mother thought there was something wrong with the pump. The patient has had pump replacements before, and did not have these symptoms associated with the replacement or need to have his medication increased. The consumer spoke with the healthcare provider¿s office regarding the patient¿s symptoms. A catheter dye study was performed on (B)(6) 2014 and the patient¿s health care provider told them everything was fine. The consumer had been talking to a company representative and the person who refills the patient¿s pump since (B)(6) 2014 regarding the events; however, it was unclear what was discussed in these conversations. Later, sometime in december the patient went in and the pump was upped by ¿5¿. The patient had mentally been more irritable and his legs were very tight. The patient had not had a fever but his stomach sometimes bothered him and he sometimes had headaches. The patient had an appointment the following week as of the date of this report. The pump was used to infuse baclofen. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 8709, lot# j0177958r, implanted: (B)(6) 2001, product type: catheter; product ID 8578, serial# (B)(4), implanted: (B)(6) 2014, product type: accessory. (B)(4).